Manufacturer narrative:
The reported event was addressed. Bedside assist removed and re-inserted scope to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus unexpectedly retracted along the insertion axis. The movement occurred without the surgeon clutching or the bedside assist pulling it back. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a cystectomy with ileal conduit. No instruments will be returning. There was no harm to the patient. Bedside assist removed and re-inserted scope, no injury, and case continued as expected. The issue only occurred once. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer.